Event description:
N/a.

Manufacturer narrative:
Analysis: the advanta v12 stent delivery system was not returned from the field for evaluation. Multiple attempts were made to obtain the device as well as more information relevant to the procedure. There was no response from the institution. The details state ¿the balloon remained in the artery¿. The details then state ¿the introducer in which the balloon was stuck had to be removed¿. It is likely that the balloon was detached when attempting to pull the balloon back through the introducer sheath. Without clarification it is difficult to determine where the balloon became detached. The instructions for use specify the following in regards to deflating the balloon after stent deployment: ¿deflate the balloon by pulling vacuum on the inflation device to its maximum volume for 40 seconds. Verify full balloon deflation via fluoroscopy before proceeding to step 7.¿ if this step is not followed properly and the balloon attempted to be removed through the sheath without the balloon being fully deflated, the balloon could separate from the shaft if too much force is applied. When the balloon is not deflated fully the media within the balloon gets pushed to the distal cone of the balloon upon withdrawing back through the sheath creating a bolus of fluid that acts like a plug at the end of the introducer sheath. When enough force is applied the catheter shaft will neck down to a smaller diameter as the material is stretched until it ultimately breaks at the thermally welded balloon bond. This balloon weld where the pet balloon is thermally welded to the catheter shaft is tested in process to ensure the quality of the bond. A sampling (20 catheters) of every manufacturing lot is tested to ensure it meets the tensile force requirement of 15 newtons (n). The production lot history records indicate that the minimum tensile force seen during the testing was 25.7 n. This is well above the 15 n requirement. The average tensile force was 30 n. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This testing includes the ability of the stent to be deployed and the balloon deflated then withdrawn back through the introducer sheath. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check. Conclusion: based on the investigation atrium medical corporation cannot conclude that the device was faulty.

Manufacturer narrative:
Analysis: the v12 covered stent delivery system was removed from the packaging and inspected. The contents included the v12 catheter shaft and a 7fr introducer sheath. The balloon that had been separated was not returned. The balloon was separated from the catheter shaft at the junction of the proximal balloon bond thermal weld and the balloon inflection point where the balloon weld stops just prior to the proximal balloon transition zone. The balloon during the manufacturing process is thermally welded joining the balloon to the catheter shaft. In this instance the catheter shaft broke where the balloon bond ends. The catheter shaft had been necked down to a much smaller diameter indicating that enough pressure was applied during the attempted removal of the balloon to stretch the catheter shaft prior to it breaking. The sheath used in the case shows signs of damage at the distal tip indicating that other devices had been withdrawn back through the sheath prior to the advanta v12 covered stent delivery system. In some cases if all the contrast has not been evacuated from the balloon prior to withdrawal through the sheath, upon withdrawal the remaining fluid gets pushed into the distal balloon cone creating a plug that prevents the balloon from coming back through the sheath. If enough force is applied the catheter shaft could break. In this case the details mention that the balloon separated in the artery. It is not known what would have prevented the catheter from being withdrawn back out into the aorta prior to being captured in the introducer sheath. The angle into the hypogastric artery can be very tight especially when coming up from the femoral artery. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check. A review of the proximal balloon bond to shaft tensile test data of 20 catheters from this production lot indicates that the minimum tensile force required to separate the catheter shaft from the balloon was 25 newtons (n). The requirement is a minimum of 15 n. This far exceeds the product requirement. Conclusion: based on the investigation atrium medical corporation cannot conclude that the device was faulty. The device lot in question met all quality and performance testing requirements and no non-conformances were noted during the build of the product related to the complaint.

Event description:
N/a

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the procedure was to stent the iliac artery. The stent was deployed at 8 atm. When removing the balloon through a short 7fr introducer it was discovered that the balloon was no longer on the delivery catheter. It remained in the artery. This caused a 10 minute delay for the intervention. The patient suffered no ill consequence. The introducer in which the balloon was stuck had to be removed.